Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. On (B)(6) 2025 a nalu representative was notified that the system had been explanted on (B)(6) 2025 due to infection. No further information was shared with the firm regarding any cultures taken for confirmation of presence or type of infection.

Manufacturer narrative:
Review of records found no reported issues during the procedure to implant the nalu system. No conclusions or theories are able to be drawn as to the source of the infection due to lack of information regarding the type of infection present.